Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0063713. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. The provided feedback mentions a crack with the device, this type of defect is not typically related to the manufacturing process.

Event description:
It was reported that connecta plus3 red leaked. The following information was provided by the initial reporter: the nurse routinely connected the infusion connecta. If there is liquid leakage during the infusion, stopped the infusion immediately, checked the quality of the connecta, and found a crack at the infusion connecta interface.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta plus3 red leaked. The following information was provided by the initial reporter: the nurse routinely connected the infusion connecta. If there is liquid leakage during the infusion, stopped the infusion immediately, checked the quality of the connecta, and found a crack at the infusion connecta interface.